Event description:
Event: arterial dissection. Case details: the graft was successfully deployed. A stent was placed in the left common iliac artery to treat a dissection. Further clarification was not available as of this report.